Event description:
It was further reported that 1 month following the index procedure and previous event, the patent presented to the emergency room with complaints of chest pain, fatigue and shortness of breath with exertion, headaches and dizziness. He reports that since his last procedure, he has never been completely pain free. An EKG showed chronic minor st-segment abnormalities and significant st-segment depression and lateral precordial in limb leads. He also is reported to have mild elevation of troponin. The patient was referred for cardiac catheterization which revealed the previously treated vessel with stents extending from the distal left main into the proximal lcx that is widely patent and a long stented segment from the proximal lcx to the second om that is also widely patent. Beyond the stented segment is a 99% stenosed lesion affecting the distal trifurcation with timi-1 flow. Though the stents reported to be patent, the physician has commented that in his opinion, the patient may have had a restenotic event involving the previously placed taxus express2 stents. The patient was given angiomax and the lesion was crossed with a non bsc guide wire and a choice extra support guide wire. A 2.x012mm maverick balloon was advanced to the lesion and inflated to 6atm for 30 seconds. The balloon was also advanced to the second om branch and inflated to 6atm for 60 seconds. A 2.25x16mm taxus liberte stent was then advanced and deployed at 12atm overlapping distally with the previous stented segment. The stent balloon was then pulled back slightly and inflated a second time to 18atm resulting in 0% stenosis and excellent angiographic results. Timi flow improved to "3" in all 3 subdivisions. The patient was discharged 3 days later.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device met functional and electrical performance specification requirements. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. Review of the previous service record revealed no issues that may have contributed to the iipv. The assignable cause of the additional iipv was determined to be: insufficient drain, false empty detect and use error: clinician inappropriately set the minimum drain volume % setting too low (80%). The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intraperitoneal volume ( iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The drain volume was 3600 ml. The programmed fill volume was 2000ml. This event meets iipv criteria. Product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse reported that the hp was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.